Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl range at some point. The customer was offered to troubleshooting but declined. Customer noticed that her insulin pump was off and did not gave any warning before shutting off or before it runs out of battery but also, customer was using a used battery when this issue occurred did not tell if this was a battery related issue. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.